Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that multiple air and pressure alarms occurred upon initiation of treatment. Air and foam were noted in the cartridge. Treatment was discontinued resulting in an estimated blood loss of 210cc. The operator noted a crack in the arterial connector which was attributed to the presence of air and foam. No medical intervention was required.

Manufacturer narrative:
The cartridge was discarded and therefore, not available for evaluation. This component is a standard rotating luer connector that is widely used throughout dialysis. The actual cause of the cracked luer connector is not known, however, it appears to be a random event and was most likely caused by solvent inadvertently applied to the luer connector during the assembly process, which may result in the connector cracking or breaking when disconnected. The user's guide states to thoroughly check the cartridge for fluid leaks and always recheck the connections. If leaks are observed and cannot be resolved, terminate treatment and rinseback blood. Nxstage has reviewed the event with facility staff. A corrective action has been implemented to the manufacturing process. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No add'l info will be provided.